Event description:
Nurse in the home called in to our office and reported that while the patient was on the oximeter, it shut down and did not alarm. Nurse turned unit back on and the display came up scrambled. Unit was exchanged out that day and brought back to our office. We then sent it in to the manufacturer's office and on (B)(6) 2015, the manufacturer returned the unit back to us stating they were able to verify and correct the complaint (replaced the x9y battery, lead acid, 6v). Our biomedical department tested equipment and found that it is now functioning appropriately.